Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: patient #2: date: (B)(6) 2011, inratio: 1.4, retest inratio: 3.1, pretest inratio: 3.3, lab: 4.1, retest lab: 4.2. First inratio test done at 11am. The 2 inratio retests were done at 3:15pm.